Event description:
Note: this report pertains to one of three hurricane rx dilatation balloons used during the same procedure. It was reported to boston scientific corporation that three hurricane rx dilatation balloons were used in the hilar during an endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6), 2022. During the procedure, three balloons burst due to a very tight biliary stricture. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be okay and stable.

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4).